Event description:
Patient claim received. Patient suffers from elevated metal levels and limited pain update rec'd 8/19/2014 - sales rep reported revision surgery. Upon revision, metallosis was noted. The existing MDR decision has been reversed and the liner and head are now being reported. The complaint was updated on: 9/2/2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 11/4/16 pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation

Manufacturer narrative:
UDI: (B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records and x-rays were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.